Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) experienced over heating and shutdown. On (B)(6) 2025, system over temperature alarm was generated and this iabp unit stopped pumping. This iabp unit was re-booted and continue to use on the patient. Later on, it was noted that the patient expired on the same day.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h6 ( type of investigation, investigation findings, investigation conclusion), h11. A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and since the problem has not been reproduced in-house and no problems after performing the procedure. The fse plan to return it without doing anything.

Manufacturer narrative:
Updated fields - b1, b4, b5, d9, d10, g3, g6, h2, h3, h6(health effect ¿ clinical code and health effect ¿ impact codes), h11. Corrected fields - h6(medical device ¿ problem code).

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) experienced over heating and shutdown. On (B)(6) 202, system over temperature alarm was generated and this iabp unit stopped pumping. This iabp unit was re-booted and continue to use on the patient. There was no harm or death occurred during the reported event.